Event description:
Pt was taken to surgery: left transfemoral thromboembolectomy, thrombectomy, anterior tibial graft and femoral bypass, using an 8 to 5 tapered impra graft. Five days later, CT scan positive large left femoral pseudoaneurysm. Pt returned to surgery: exploration left groin, excision of femoral to femoral graft and replacement with a new 8mm ring impra graft, thrombectomy left femoral to anterior tibial vein graft.